Event description:
Abbott multicoustituent calibration, for abbott aeroset chemistry analyzer is not stable for creatinine, calcium, and phosphorous constituents. Creatinine values have increased by more than 10% during past 2 weeks. Abbott has not issued value reassignment and has not notified customers of this problem. Creatinine values for abnormal high qc material have increased from 5.5 mg/dl to 6.1 mg/dl. Calcium values for same qc material have increased from 11.5mg/dl to 12.0 mg/dl.